Manufacturer narrative:
Additional information section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues, despite device testing within normal limits. Programming adjustments have been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a kinked electrode and missing electrodes pads on the array. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires and missing electrode pads on the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on two channels to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.